Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys, expiration date: 14-oct-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device returned to MFR? No. Device manufacture date: mfg date: 21-may-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that during the implant procedure of the leadless implantable pulse generator (ipg) high thresholds were noted when the device was placed in the anterior high septum. The device was re-captured, which it was noted was difficult due to the placement of the device, and re-deployed in the inferior septum. Post procedure the patient experienced chest pain and an echocardiogram showed effusion. Following worsening chest pain, cardiac tamponade was noted. The patient was then brought for open heart surgery and perforation with active bleeding was noted on the atrial appendage. The patient died the following day.